Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after a larger-than-usual meal, attempted multiple meal announcements, and subsequently developed a low glucose event while the ilet pump was in a fill tubing step that prevented dismissal of a low alert; the agent guided the patient to temporarily disconnect to exit the step, reconnect, and confirm resumed insulin delivery, after which glucose stabilized in range. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included resolution of the event with glucose stabilization and no need for medical intervention or hospitalization. Investigation included troubleshooting over the phone to restore normal pump operation and patient education to monitor glucose and seek assistance if needed. Investigation of this case revealed that device function resumed as intended after user-guided steps, and no device malfunction was identified; the event sequence was consistent with insulin dosing decisions around a larger meal and repeated announcements rather than a device fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear.